Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), guide catheter, and balloon catheter. During the procedure, while attempting to make the first pass, after advancing the catrx through the guide catheter, the physician started to experience resistance when the catrx exited the guide catheter. Therefore, the physician decided to retract the catrx. Subsequently, while retracting, the catrx broke in half but was intact. The physician, therefore pulled the proximal end to remove catrx. It was also reported that the physician attempted to use balloon catheter; however, it was unsuccessful. The physician ended the procedure at this point and the patient was transferred to a different hospital. There was no adverse effect to the patient.